Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7071864.

Event description:
It was reported that patient had a fall which caused the leads to migrate and resulted in inadequate stimulation. The patient underwent a revision procedure where both leads were replaced. Patient was doing well post operatively. The leads will not be returned as they were disposed of by the medical facility.